Event description:
The abstract article, "trifecta bioprostheses: evaluation of the safety based on the study of degenerations according to the varc-3 classification", was reviewed. The research article is a retrospective single center experience to evaluate the intrinsic imputability of trifecta for dysfunction according to the varc-3 classification in patients implanted and to reassess their referencing in our center. Trifecta valve was the device associated with this study. The article concluded, the classification of failures according to varc-3 indicated the intrinsic imputability of the trifecta¿ bioprostheses regarding to the number of svd-type dysfunctions. Although this study has limitations, it shows the understatement of medical-devices-vigilance cases by the medical staff. [The primary author of this article is richez, ophelie, amiens-picardie university hospital, 1 rond-point du professeur christian cabrol, 80054 amiens, france, with email address of : richez.ophelie@chu-amiens.fr]. It was reported that on (B)(6) 2016, a 21mm trifecta valve was implanted during an aortic valve replacement. On (B)(6) 2021, on ultrasound degeneration of the valve, including stenosis and leakage, were present. There was a very tight aortic stenosis present. The diameter of the flush chamber was 20.2 mm. The sub-aortic velocity time integral (vti) was 25 cm. The aortic vti was 109 cm. The aortic vmax was 508 cm/s. There was minimal aortic insufficiency present, grade one of four. On a later date, the average gradient was 62 mmhg. A transcatheter valve implantation was considered, but it was not completed due to the difficulty of the procedure with this particular valve and due to the 74mm dilatation of the aortic arch. Revision cardiac surgery was also deemed too difficult due to the terrain of the aortic valve. No surgical replacement despite the complications. The patient status was unknown.

Manufacturer narrative:
As reported in a research article regurgitation and stenosis were noted on a valve implanted for 4 and a half years. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications a more comprehensive assessment, including pathological examination of the valve tissue, could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Na.